Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6). This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00145. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from customer, reporting an alarm condition preventing normal use of a v60 ventilator. It is unknown if the device was in clinical use. There was no report of harm. A philips authorized service provider (asp) reported the issue occurred in pre-use set-up and verified there was no harm/injury resulting to patient/user. The customer removed the unit from use and employed an alternative unit for patient use. The issue was confirmed and determined to be due to improper setup of the mask connection. The staff was retrained in the correct unit operations. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.